Manufacturer narrative:
The pump passed the self test. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software error detected due to a software error. Pump error 38 alarmed during rewind due to a jammed gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Moisture damage was found on the electronic assembly during visual inspection. Pump received with missing retainer and reservoir tube o-ring. Unable to perform the displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms. Customer stated that the insulin pump was exposed to high magnetic field. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was assisted with performing displacement test and self test; however both were passed. Customer stated that the insulin pump was not dropped or bumped. Customer stated that while on vacation, he was in the water and there was condensation under the screen. Customer stated that they did hear fluid when shaking the insulin pump and they saw fluid under the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.